Event description:
It was reported that a patient had five surgeries to try to keep a device stable in the pocket. The reporter stated that the device was trying to erode. It was reported that the device was tried on the right side of the body, then the left side, and eventually it was taken out. The reporter stated that the patient was "really skinny" during this time and it was determined that she had tapeworms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v387365, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
When contacted for follow up information, the physician reported that patient was discharged from their practice and no further information was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.